Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. The investigation is confirmed for a break, as the cannula hub was discovered to be broken on the device. The investigation is confirmed for failure to prime, as the device could not be primed due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The sample was returned with the arrow visible in the ready window, thus indicating that the device was in the "ready to fire state". It was discovered that the stylet was in the ready (primed) position; however, the cannula was not primed/retracted. As a result, the stylet was retracted inside the cannula and could not be seen. Loose particles could not be heard within the device. There were no visual anomalies noted on the sample. The firing trigger was pressed and the needle did not advance. An attempt was made to twist the rotational knob once and the device could not be primed or fired. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time.

Event description:
It was reported that during a breast biopsy procedure, the device could not be primed and a break occurred. Another device was used in order to complete the procedure. There was no report of patient injury.